Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the r waves have decreased from 8-11mv bipolar to 2mv bipolar. All other measurements are unchanged, including thresholds and impedances. The lead is still in use. No patient complications have been reported as a result of this event.